Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found 48218 errors in the system error logs. Additionally, the endoscope was visually inspected, and damage was found at the distal end. The distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. The endoscope was visually inspected and found with mechanical damage to the scope's distal tip. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect friction. The camera adapter did not rotate properly, and noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with the attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually and confirmed to have damage of cable assembly. The cable was found deformed in cable insulation. The endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect were detected in either or both eyes. The endoscope was found with an artifact in right eye. The endoscope was tested and placed on an in-house system for cable testing and failed due to wahoo paddleboard (wpb) defect. The endoscope was disassembled, and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed the mtf test. The probable root cause of the customer reported issue could not be determined since the issue was not reproduced and may be attributed to other factors. The probable root cause of the broken distal window is attributed to damage from mishandling/misuse, which may include an accidental drop of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the endoscope plus, 0° had a video fault 45311 was the code that come up. The procedure was completed with no reported injury.